Event description:
It was reported that fentanyl was to be infused into pt at 20cc/hr. It was alleged that within 4 hours after the infusion was started the instrument had infused 170cc's of fluid instead of the expected 80cc's. There was no resultant pt complication.